Event description:
It was reported that the edi catheter was in place for just over 24 hours when it failed to pick up edi signals. When it was withdrawn it was noticed that its tip had cracked. The ventilator has an optional ventilation mode nava (neurally adjusted ventilatory assist). A single use naso-gastric catheter with electrodes (edi catheter) is used to measure the electrical activity of the diaphragm which is used to trigger ventilator breaths synchronous with the pt's breathing efforts. (B)(4).

Manufacturer narrative:
(B)(4).